Event description:
The sales rep reported a revision surgery due to pt complaining of knee pain. The surgeon removed the omni tibial insert and implanted a larger one. There were no implant issues noted. The original implant surgery was on (B)(6) 2012 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Eval summary to support: the implant was not returned for examination; therefore, omni could only use the implant usage ticket info to confirm the lot numbers of the product reported. Based on the info provided, a review of mfg lot records was performed and there was no evidence in the files that showed a correlation that would likely result in loosening of the implant fit in the pt. All implant lot records were reviewed and there were no deviations reported.